Event description:
While servicing the ventilator, the manufacturer's service technician noted diagnostic codes in the ventilator's log history indicating a 24/+-12v power fail and restart occurrences. The customer did not report the occurrences during the ventilators use and there was no patient harm reported. The service technician was unable to duplicate the findings. The power supply was replaced as a precaution. If a power failure or restart of the ventilator occurs during use, an audible alarm will activate. Extended self testing (est) and performance verification testing was completed and all testing passed per operating specifications.